Event description:
It was reported that the field representative requested a review of a stored atrial tachy response (atr) episode in which undersensing was noted. Technical services (ts) provided a review and noted that when the patient went into atrial fibrillation (af) the morphology if signal was very fine and some intermittent undersensing occurred. The field representative noted right atrium events were below the fixed sensitivity threshold which caused the undersensing. It was discussed that a sensitivity threshold change will be discussed with the physician. It was also noted that there was a false positive detection of pacemaker mediated tachycardia (pmt) due to a synus tachycardia. This device remains in service. No adverse patient effects were reported.